Event description:
It was reported that the patient had an attempted inflatable penile prosthesis (ipp) on (B)(6) 2021 but sustained a urethral perforation. The injury was repaired and 1 malleable cylinder was placed on unaffected side as a placed holder to enable tissue healing. The patient came back for removal of the malleable cylinder and placement of an ipp. The patient fully recovered.